Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not working and had visible crack at the back. Customer's blood glucose value was 13.6 mmol/l. The customer was assisted with troubleshooting. Customer went in the pool and shortly after, they were noticed that insulin pump was dead and water was in the battery compartment and under screen. Customer states they do hear fluid when shaking the insulin pump and fluid was visible under lcd. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Device was received with corroded battery tube and cracked case along the side of the battery tube.